Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the md inserted the catheter at 10:00am to support the patient hemodynamically. At 6:15pm, blood was noticed in the tubing. The intra-aortic balloon (iab) was removed from the patient's right femoral artery. Another iab-06840-u was inserted in the same femoral artery. There were no reported patient complications. Reference MDR #1219856-2010-00066 for the second event involving the same patient.